Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d. Implanted: (B)(6) 2017 and 693565 lead. Implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket erosion and infection. The cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted and the other leads were cut and partially removed. The system was replaced four days later. No further patient complications have been reported as a result of this event.